Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii.

Event description:
Patient reported right side "severe capsular fibrosis developed on both sides that I had to have both implants removed. My breast became very deformed and suffered psychologically and physically (I was in a lot of pain)". Medical reported "after the operation doctor prescribed patient ibuprofen for burning." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "severe capsular fibrosis developed on both sides that I had to have both implants removed. My breast became very deformed and suffered psychologically and physically (I was in a lot of pain)". Medical reported "after the operation doctor prescribed patient ibuprofen for burning." Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. 1st supplemental medwatch aware date was wrong, correct aware date on the 1st supplemental medwatch should be 17 dec 2023.

Event description:
Patient reported right side "severe capsular fibrosis developed on both sides that I had to have both implants removed. My breast became very deformed and suffered psychologically and physically (I was in a lot of pain)". Medical reported "after the operation doctor prescribed patient ibuprofen for burning." Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted.